Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with cracked select button keypad overlay, stained keypad overlay, scratched case, missing serial number label, missing end cap address label, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the crack was seen on battery compartment to bottom of insulin pump on backside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.